Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod for 6 hours. The patient reported the cannula was bent and being unsure if the cannula was properly seated in the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.